Manufacturer narrative:
Model 72404156 reservoir, lot sn (B)(4), mfg date 09/30/2008, exp date 09/19/2010.

Event description:
It was reported that the patient experienced a replacement of an implantable penile prosthesis (ipp) due to unspecified reason. A 18cm ipp pre connect and reservoir were implanted. Patient outcome was not reported. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received that the device was revised due to fluid loss. No patient complications occurred and the patient did well.